Manufacturer narrative:
Based on the claim against the vessel sealer extend by the customer noting the vse jaws would not completely close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse was analyzed and found to have a dislodged grip spring. The housing was removed, and the grip spring was found to be dislodged from the slug. The dislodged grip spring results in the grip tips not closing when the grip open lever released off the system. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The instrument was returned with the energy cord cut. As a result, cut test and energy delivery tests were unable to be performed. No failures were observed during logs review. The complaint regarding the vse jaws not closing all the way was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the vse jaws not completely close is attributed to manufacturing process. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the grip ring was found to be dislodged. Medical intervention may be required in the event that the vse fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws were not completely closing. The customer could not remove the instrument through the trocar. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.